Event description:
Report received from the USA stating, the device was making "loud noises". The device was being used during knee surgery. No patient or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent.